Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, the patient reported that the infusion set fell off during use for one hour, which caused the patient's blood glucose to 17mmol/l. Patient replaced infusion set and resumed insulin successfully. No further information available.